Event description:
It was reported that a titanium wrist fusion plate and a 2.7mm cortex screw broke sometime post-operatively; the patient also had a non-union. The only broken items were the titanium wrist fusion plate and one 2.7mm cortex screw; the other three 2.7mm cortex screws and the four 3.5mm cortex screws were satisfactory and contained no problems. The shaft of the broken cortex screw remains in the patient, all other hardware was removed. A similar locking wrist plate was implanted to further treat the non-union. The date of original implant was (B)(6) 2014 and the patient went back to the operating room for revision surgery and had the devices explanted on (B)(6) 2014. There was no delay in surgery and no patient harm reported, the procedure was completed successfully and the patient outcome is reported to be satisfactory. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Event date: unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records showed that there were no potential issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.